Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands were overlapped and failed to deploy. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.